Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tail of the 5mm basket diameter/180cm angioguard rx embolic protection device was unable to be torn when using the device. In other words, there was an issue with peeling/removing the deployment sheath after the filter basket was deployed. The procedure was completed by changing to another filter. There were no reports of patient injury. No damages were found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The target vessel was the carotid artery. The user was trained in the use of the device. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the tail of the 5mm basket diameter/180cm angioguard rx embolic protection device was unable to be torn when using the device. In other words, there was an issue with peeling/removing the deployment sheath after the filter basket was deployed. The procedure was completed by changing to another filter. There were no reports of patient injury. No damages were found on the device or packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The target vessel was the carotid artery. The user was trained in the use of the device. A non-sterile ¿rx/5mm basket diameter/180cm¿ unit was received inside a transparent plastic bag and unpacked for visual evaluation. The returned components included the deployment sheath with the ecgw system inserted and the capture sheath; other components were not returned. The capture sheath was noted to be kinked approximately 8 cm from the proximal end. The green hub was found separated from the deployment sheath approximately 413 cm from the distal tip. The filter was docked into the delivery sheath, and the distal tip of the ecgw system exhibited a kink. Functional analysis was attempted according to the designated protocol; however, the guidewire could not complete the peeling process of the delivery sheath. Inspection with a vision system revealed that the deployment sheath was not fully pre-slitted, with no evidence of pre-slitting observed at the proximal edge. These findings confirm physical damage and incomplete manufacturing features that contributed to the device malfunction. No other anomalies were noted during the evaluation. The reported event ¿deployment (delivery) sheath-peeling difficulty (rx only)¿ was observed during product analysis. While the event was confirmed during analysis, the specific root cause could not be conclusively identified. Information for safety is provided in the product¿s labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not use the device if there are abnormalities in the product or in the sterile barrier (e.g. Broken seal, torn or breached barrier)¿ and ¿do not use defective equipment.¿ based on the available information and product analysis, the cause of the "deployment (delivery) sheath-peeling difficulty (rx only)" could not be determined; however, it is potentially related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.